Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided device-related photos were reviewed, and the following a radial and longitudinal balloon burst was observed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as moderate calcium was reported in the annulus/leaflets. Additionally, the perceived root cause of the balloon burst was reported as "potentially calcium in the annulus/sinus of valsalva." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm commander delivery system balloon ruptured during deployment of a 23mm sapien 3 ultra valve in the aortic position. The valve was successfully deployed before the balloon rupture, and angiogram showed no paravalvular or central leak. The implanter was able to bring the balloon into the sheath without issue, and the delivery system was successfully withdrawn through the sheath. There was no other device damage. The patient remained stable throughout the procedure and left the room in stable condition. The perceived root cause of the balloon burst was potentially calcium in the annulus/sinus of valsalva.